Event description:
It was reported that the patient received inappropriate atp therapy during atrial fibrillation with rapid ventricular response. Both programming and medication changes were made, and the patient was feeling better afterwards.

Manufacturer narrative:
(B)(4).